Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During procedure, while the sheath was inside the left atrium, continuous bubbles were observed during aspiration upon insertion of the farawave catheter. The air was seen inside the side port of the sheath, and after removing the catheter from the sheath and submerging the sheath in the air tray, backflow was observed from the sheath valve. The sheath was replaced, and the procedure was completed without patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of "cause traced to component failure" to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue.

Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During procedure, while the sheath was inside the left atrium, continuous bubbles were observed during aspiration upon insertion of the farawave catheter. The air was seen inside the side port of the sheath, and after removing the catheter from the sheath and submerging the sheath in the air tray, backflow was observed from the sheath valve. The sheath was replaced, and the procedure was completed without patient complications. The sheath has been received at boston scientific's post market laboratory.